Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Visual examination showed the connector cover was dented, the adhesive around the light guide lens was worn, the adhesive around the bending section cover was worn, the connecting tube had peeling coating, and the universal cord had peeling coating. During visual examination, the following components were found to be scratched: hand grip, forceps channel, switch box, both directional knobs, and objective lens. In addition, the air/water cylinder was missing the color indicator, and the scope cylinder was missing the color indicator. Functional testing showed there was excess play in the up/down directional knob due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope to olympus for maintenance. During evaluation, whitish crystalized foreign material was found in the air/water cylinder and inside the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects reported.